Manufacturer narrative:
The philips field service engineer (fse) went onsite and determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was a speaker failure, and the speaker was completely out of sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was a speaker failure, and the speaker was completely out of sound. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.